Manufacturer narrative:
Describe event or problem updated the event description. Outcomes attributed to adverse event. Since the updated event description includes reintervention procedure, this section has also been updated.

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Trunk-ipsilateral leg and contralateral leg components were successfully deployed and the physician elected to implant two aortic extender components proximal to the trunk-ipsilateral leg component. When the second aortic extender component was deployed, it moved distally (amount of distance is unknown) so that the physician decided to implant another aortic extender component (pla280300j/16578773) proximal to the second device. When the third aortic extender component was deployed, it moved proximally (exact distance is unknown), unintentionally covering the right renal artery. The physician tried to implant a bare-metal stent into the right renal artery but it was not successful. Several more attempts were made to cannulate into the right renal artery, but those were unsuccessful. The procedure was concluded with the occluded right renal artery being monitored. On (B)(6) 2017, a reintervention was performed whereby a bare-metal stent was implanted into the occluded right renal artery. Blood flow to the right renal artery was maintained and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to improper component placement of endoprosthesis and occlusion of native ve+ssel. (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Trunk-ipsilateral leg and contralateral leg components were successfully deployed and the physician elected to implant two aortic extender components proximal to the trunk-ipsilateral leg component. When the second aortic extender component was deployed, it moved distally (amount of distance is unknown) so that the physician decided to implant another aortic extender component (pla280300j/16578773) proximal to the second device. When the third aortic extender component was deployed, it moved proximally (exact distance is unknown), unintentionally covering the right renal artery. The physician tried to implant a bare-metal stent into the right renal artery but it was not successful. Several more attempts were made to cannulate into the right renal artery, but those were unsuccessful. The procedure was concluded with the occluded right renal artery being monitored.